Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was resistance during the implant of the lens. The implant was completed with the resistance. After implant, the trailing haptic was found broken. There was difficulty removing the lens from the patient's eye, the patient was transferred to another facility with the lens in the patient's eye. Additional information was requested.

Manufacturer narrative:
The device was returned. The lens was not returned for evaluation. The plunger is oriented correctly. An unapproved viscoelastic is observed in the device. The plunger has been fully advanced outside the end of the device. Stress and an aneurysm are observed. Product history records were reviewed and the documentation indicated the product met release criteria. The resistance and broken haptic could not be verified as the lens was not returned. The event may be related to a failure to follow the directions for use (dfu). The dfu instructs to inspect the lens at the ¿fill-to¿ line for proper positioning before advancing the lens into the eye. The damage observed to the device may occur if the lens or plunger is not in a proper position for advancement. In addition, the use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2015-18465